Event description:
Same case as: MDR ID 2134265-2012-07951. It was reported that during a rotational atherectomy treatment procedure, a guide wire tip separation occurred. The 90% stenosed target lesion was located in a severely calcified and moderately tortuous proximal to mid left anterior descending (lad) artery. Following the third run of ablation at a speed of up to 210,000rpm, the physician attempted to withdraw the 1.50mm rotablator rotalink plus burr, however, he did not activate the dynaglide mode. Later, it was observed that a 1.3mm radiopaque section of the guide wire had separated at the distal end in the lad. The fragmented piece was left in the patient and the procedure was completed with this device. No further patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the returned device presents spring tip detached, and a kink along the body. The visual and tactile inspection revealed that the device was received fractured at 327.7cm approximately from the proximal end and kinked at the medium section. The fractured section was sent to the (B)(6) lab for analysis and the results revealed the failure on the spring tip occurred due to torsional overload and the failure on the corewire occurred due to bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was further reported that four runs of ablation were performed on the progressive target lesion for 13secs, 12secs, 10secs and 7secs each. No attempts were made to retrieve the guide wire fragment. The physician dilated the lesion with a nc quantum balloon catheter and deployed promus element 3.0x28mm and promus element 2.5x38mm and performed ivus after the stenting.

Event description:
It was further reported that four runs of ablation were performed on the progressive target lesion for 13secs, 12secs, 10secs and 7secs each. No attempts were made to retrieve the guide wire fragment. The physician dilated the lesion with a nc quantum balloon catheter and deployed promus element 3.0x28mm and promus element 2.5x38mm and performed ivus after the stenting.